Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display text was discolored followed by becoming dim and faded. It was noted that it looked like the display lettering was over top of other letters or mixing. Reportedly, the display went blank after dimming/fading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: during testing, the pump powered on and the display was found to be blank. The pump case was removed and the display screen was found to be cracked/damaged. A test display was inserted and found to function properly. The complaint of the dim and faded display with misaligned, discolored display text was not able to be investigated due to the damaged display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.